Event description:
The customer reported a falsely decreased alinity I estradiol result for multiple samples starting on (B)(6) 2025. The following example data was provided: on (B)(6) 2025, sid: (B)(6) (33-year-old, pregnant female): initial result = 701.80 pg/ml, repeat = 3237.27 pg/ml. Upon further review, the instrument had frequent instances of error 9008, pipettor operation detected a timing error and r1 pipettor aspiration error. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, trending review, labeling review, device history record review and in house testing. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review for the complaint lot did not identify any issues. A search for similar complaints identified an increase in complaint activity for the complaint lot, however, no trends were identified for alinity I estradiol. Furthermore, in house accuracy testing was completed on lot number 73403ud00, which has the same bulk ingredients as the complaint lot 73402ud00 and conclude acceptance criteria were met, demonstrating that the lot is performing as expected. Labeling was reviewed and was found to address the customer reported event. Based on the available information, no systemic issue or deficiency was identified for the alinity I estradiol, reagent lot number 73402ud00.

Event description:
The customer reported a falsely decreased alinity I estradiol result for multiple samples starting on (B)(6) 2025. The following example data was provided: (B)(6) 2025, sid (B)(6) ,33-year-old, pregnant female): initial result = 701.80 pg/ml, repeat = 3237.27 pg/ml. Upon further review, the instrument had frequent instances of error 9008, pipettor operation detected a timing error and r1 pipettor aspiration error. No impact to patient management was reported.